Manufacturer narrative:
The pump was received with intermittent back and select button response due to a fault isolated to the keypad assembly. The pump passed the self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The red alarm/fault led and keypad backlight worked properly. The pump was received with a scratched case, a cracked select button keypad overlay, keypad overlay texture damage, a pillowing keypad overlay, and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a button error from the insulin pump. The customer's blood glucose reading was unknown. The insulin pump will be returned for analysis.